Event description:
It was reported that balloon rupture occurred. A 5.50mm x 12mm nc emerge balloon catheter was selected for use. However, during preparation, the balloon bursts. The procedure was completed with another of same device. There were no patient complications reported.